Manufacturer narrative:
The lot number was provided for two out of two malfunctions; therefore, a lot history review was performed. The samples were not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunction. A review of the malfunction indicated that model 48522025 pta dialation catheter was allegedly experienced leak and break. This report was received from one source. This event did not involve a patient as there was no patient contact.